Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl with moderate ketones. Contact suspected scar tissue to be the cause of the elevated bg, but was unable to be confirmed. Pump supplies were changed, a manual injection was administered, and customer drank water to address elevated bg. Recommendation was made to discuss diabetes management with a health care professional.